Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer. A rotawire was returned within the device. Visual and microscopic inspection did not identify any damages or defects. During wire insertion test, the rotawire was able to be removed and fully reinserted into the device with no resistance or issues.

Event description:
It was reported that the burr was stuck on guidewire. A 1.50 rotapro and rotawire guidewire were selected for use. During the procedure, when removing the burr, it could not slide over the guidewire. The guidewire had to be removed together with the burr and a new guidewire was inserted in its place. Procedure was completed and no patient complications were reported.

Event description:
It was reported that the burr was stuck on guidewire. A 1.50 rotapro and rotawire guidewire were selected for use. During the procedure, when removing the burr, it could not slide over the guidewire. The guidewire had to be removed together with the burr and a new guidewire was inserted in its place. Procedure was completed and no patient complications were reported.